Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2014-02964.

Event description:
As reported by our european affiliate, during inflation of a sapien xt valve, loss of pacing capture occurred and the valve embolized into the ascending aorta. The delivery system balloon was inflated inside the valve and the valve was pulled to the descending aorta and fixed there. While a second 26mm sapien xt valve was prepared, pacing capture was tested. At that time ventricular failure began and CPR was initiated. The second valve was positioned 50:50 aortic/ventricular (a/v) and landed 70:30 ventricular/aortic (v/a). Post deployment, CPR was still being performed, and the valve embolized into the ventricle. At that time, the procedure was converted to open surgery. The second valve was removed and a surgical valve was implanted. At the time of this report, the patient was in stable condition. It was perceived that loss of pacing capture resulted in the first valve embolization into the ascending aorta. The patient¿s native annulus diameter measured 23.7mm by transesophageal echocardiogram (tee) with moderate annular calcification reported.

Manufacturer narrative:
Per the instructions for use, device embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, procedural factors (loss of pacing capture during deployment) contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case.